Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic myomectomy to treat uterine fibroids in (B)(6) 1997 and a morcellator was utilized. In (B)(6) 2007, the patient had underwent a laparoscopic hysterectomy and a morcellator was utilized. In (B)(6) 2014, the patient underwent a pelvic ultrasound which revealed a pelvic tumor which was excised on (B)(6) 2015. Ongoing surveillance of her pelvis revealed leiomyosarcoma. She has also been diagnosed with cancer of the lung and breast. It was reported that the patient experienced constant pain and suffering especially in her pelvic region, spreading and dissemination of uterine tissue resulting in cancer, multiple surgeries and treatments to correct same, and other severe and permanent health consequences following the surgery. No additional information was provided.